Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to 4 components of the insert: titanium, iron, platinum and tin") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced rash ("skin eruption"), menorrhagia ("abundant menstruations for several months"), fatigue ("strong lancinating fatigue"), muscle spasms ("daily muscular spasms and cramps"), arthralgia ("joint pain"), memory impairment ("memory problems"), disorganised speech ("switching words"), disturbance in attention ("concentration problems"), alopecia ("hair loss"), migraine ("migraines") and loss of libido ("loss of libido"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, rash, menorrhagia, fatigue, muscle spasms, arthralgia, memory impairment, disorganised speech, disturbance in attention, alopecia, migraine and loss of libido was resolving. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, disorganised speech, disturbance in attention, fatigue, loss of libido, memory impairment, menorrhagia, migraine, muscle spasms and rash with essure. The reporter commented: the patient went better since removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 22-jun-2018 for the following meddra pt (excluding this case): allergy to metals: 447 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jun-2018. The most recent information was received on 02-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to 4 components of the insert: titanium, iron, platinium and tin") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced rash ("skin eruption"), menorrhagia ("abundant menstruations for several months"), fatigue ("strong lancinating fatigue"), muscle spasms ("daily muscular spasms and cramps"), arthralgia ("joint pain"), memory impairment ("memory problems"), disorganised speech ("switching words"), disturbance in attention ("concentration problems"), alopecia ("hair loss"), migraine ("migraines") and loss of libido ("loss of libido"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, rash, menorrhagia, fatigue, muscle spasms, arthralgia, memory impairment, disorganised speech, disturbance in attention, alopecia, migraine and loss of libido was resolving. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, disorganised speech, disturbance in attention, fatigue, loss of libido, memory impairment, menorrhagia, migraine, muscle spasms and rash with essure. The reporter commented: the patient went better since removal. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.